Event description:
(B)(6), cnss reports a pump malfunction for ms3 pump, sn# (B)(4). It is stuck in a loop. It says the push rod needs to be adjusted. She takes out the syringe, it makes a sound, says to reload. She reloads and it just repeats the same steps again. She tried multiple times. They switched to backup pump with no problems. No further information known. The error did not occur while in use and cause no adverse effects. Reported to (B)(6) by: health professional; date of amount: 26 nkm; frequency: continuous; route: sub q; dates of use: from (B)(6) 2017 to ongoing; diagnosis or reason for use: pah.